Event description:
Related manufacturer reference 3005188751-2014-00053. During an atrial flutter ablation procedure, a cardiac perforation occurred. Two agilis nxt introducers were advanced into the right atrium. A transseptal puncture was performed and numerous irrigated ablations were completed in the left atrium and the cavotricuspid isthmus. Approximately seven hours into the procedure, the patient became hypotensive. IV fluids and vasopressors were given and an intracardiac ultrasound was performed, which revealed a possible small pericardial effusion. A pericardiocentesis was performed with no fluid obtained. Heparin was reversed using protamine. The patient remained hypotensive and a transthoracic echocardiogram revealed a myocardial wall abnormality. An interventionalist was consulted to perform a cardiac catheterization, which revealed severe disease in 2-3 vessels. A transthoracic echocardiogram was repeated and it was determined the patient had a large pleural effusion. The patient was transferred to the operating room to repair a laceration to the inferior vena cava/right atrial junction and evacuate the blood from the chest cavity. The patient status was stable. The physician suggested a long introducer may have contributed to the laceration but does not know when this may have occurred. There were no performance issues with any sjm device noted by the physician.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device in the heart.